Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Insulin pump received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 320 mg/dl. Customer states they were unable to exit the preparing to prime loop. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states the rewind message occurred after an alarm. The customer stated that the insulin pump was not working properly. The device will be returned for the analysis.